Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. Please note that this report is associated with MFR report number 3005168196-2015-00973.

Event description:
The patient was undergoing a coil embolization procedure for an arteriovenous malformation (avm) in the left leg using ruby coils and non-penumbra microcatheters. During the procedure, the physician attempted to track a non-penumbra microcatheter to the patient's avm; however, the physician experienced tracking difficulties due to the tortuosity of the avm. The physician swapped the microcatheter for another non-penumbra microcatheter and successfully accessed the avm. The non-penumbra microcatheter was difficult to place distal in the avm and repeatedly kicked out. After positioning the non-penumbra microcatheter in the distal segment of the avm, the physician advanced a ruby coil through the microcatheter, but met resistance as he started to deploy the ruby coil in the avm. The non-penumbra microcatheter began to kick out again. The physician resheathed and flushed the ruby coil on the sterile table to remove any blood and attempted to deliver the ruby coil again. However, resistance was met again while advancing the ruby coil through the non-penumbra microcatheter (the ruby coil did not leave the microcatheter). The physician successfully removed the ruby coil and a new ruby coil was used. The new ruby coil was advanced through the non-penumbra microcatheter smoothly but met resistance before the ruby coil started to exit the microcatheter (the ruby coil never reached the avm). The physician decided to remove the second ruby coil; however, while attempting to resheath the ruby coil, the physician noticed that the coil was not attached to the pusher assembly. With negative pressure using a syringe on the back end of the non-penumbra microcatheter, the physician removed the microcatheter with the coil still contained in the microcatheter. A new non-penumbra microcatheter was advanced to the proximal segment of the avm but the physician had difficulty advancing the glidewire to the distal segment of the avm. As the physician injected contrast, extravasation was noted. At this point, a new ruby coil was opened to be used in the procedure; however, the physician determined that he could not delivery any coils to the arterial segment of the avm. The physician treated the venous side of the avm using a vascular plug and ended the procedure. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Result: the pet lock was intact on the proximal end of the ruby coil pusher assembly; the pusher assembly was kinked approximately 20.0, 44.0, 58.0, and 87.0 cm from the proximal end; the coil was intact on the distal end of the pusher assembly. Conclusion: evaluation of the returned devices revealed that all three ruby coil's pusher assemblies were kinked. This type of damage likely occurred from packaging the devices for return. Further investigation revealed that the non-penumbra device was ovalized in multiple locations along the catheter shaft. This damage likely contributed to the resistance that was felt while attempting to advance the three ruby coils through the non-penumbra device. The ruby coils are 100% functionally tested and visually inspected for damage during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.